Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Sleeve- "between 5 to 8 sealing not realised correctly. Despite waiting for the end of the sealing cycle, the hemostasis was bleeding. Necessity to continue with a classic bipolar. " original: entre 5 et 8 hemostases non realisées correctement. Malgré l'attente de la fin du cycle de fusion, l'hemostase saignait. Necessité de reprise avec une bi polaire classique. Additional information received by the sales rep on 13 february 2017: sealing a vessel or tissue bundle directly did lead to bleeding. General oozing was observed around the seal area. Tissue along the stomach, (exact tissue type is unknown) was being sealed when the insufficient hemostasis was observed. The user confirmed that no tension was applied to the vessel or bundle. Number of activations was between 3 and 5. Was there eschar buildup on the jaws when the insufficient hemostasis was observed? Not more that usually observed. For the first 3 to 5 sealings there was no cleaning, after they used a wet compress with water and cleaned the jaws once. Following cleaning, no improvement was noticed. Insufficient hemostasis was observed in the middle and distal end of the jaw. The jaws were surrounded by no more fluid than usually observed. The generator indicated no alarm. Did the patient exhibit any vascular pathology? Apparently no . The device was not activated on diseased or inflamed tissue. The patient was not given anticoagulation medicine. Patient status: no patient injury.

Manufacturer narrative:
Investigation summary: the event unit was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Although the root cause of insufficient hemostasis could not be confirmed, applied medical is currently implementing appropriate corrective actions within a corrective and preventative action report to mitigate this type of event.